Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, there was a crack in the return tube which had leaked water and damaged multiple internal components. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that level 1 trauma fast flow system (h-1200) failed to maintain heat during use. The device failed to temperature failed to go back to a value of 41 degrees. No patient injury or complications were reported in relation to this event.